Event description:
It was reported by the customer that a pyxis medstation es tower door repeatedly stopped responding causing delays to surgery. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation cancelled. The customer did not report any additional door malfunctions, no root cause was provided.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-sep-2021 to 25- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower door failed multiple times causing delays. A field service engineer confirmed that the issue was resolved by customer technician. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es tower door repeatedly stopped responding causing delays to surgery. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.